Event description:
Reportedly, the device was explanted after an implant duration of approximately 121 months, due to stenosis. Device will be returned. No additional information was provided by the sales rep.

Manufacturer narrative:
Heavy calcification is evident in the cusp area of all three leaflets, and in the free margins of leaflet 1 and 2. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is moderate to heavy at the tissue inflow. It encroached onto the tissue and into the orifice by the greatest distance of approximately 7mm. At the outflow, moderate host tissue overgrowth fused the free margins of leaflets 1 and 3 at commissure 1 by approximately 2mm, covered most of leaflet 3, and encroached onto the remaining leaflets by approximately 2mm. Host tissue is moderate at the stent inflow and the stent outflow. Hematoma is detected in the cusp area of leaflet 1 at the outflow aspect. The wirefom is exposed at the inflow aspect and at the outflow aspect at commissure 3. The x-ray demonstrates calcification. The device history record (DHR) review was completed this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information; however, no additional information was provided, device was returned for evaluation however, device evaluation anticipated, but not yet begun.